Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer's family regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient experienced a loss or change of therapy. Patient wasn¿t happy with the device; she didn¿t think it was working. The consumer reported that the patient was supposed to contact her doctor but didn¿t because she was having back surgery. They didn¿t know if the patient was going to have it out or not. There were no further complications that have been reported as a result of this event.